Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional vessel closure devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to greater than 8.5 sheath. Resistance inserting the larger sheath was noted due to scar tissue from previous intervention and the sheath possibly damaged the artery. The tavi procedure was completed. Reportedly post procedure, after pulling the first suture, the suture came out the artery and the same issue occurred with the second suture. A third prostyle device was attempted, but the hole in the artery was too big so it did not work [failed to achieve hemostasis]. Hemostasis was achieved by placing a covered stent inside the rcfa from the contralateral site. No additional information was provided.

Manufacturer narrative:
Only the suture was returned for analysis. The reported ¿suture came out the artery¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report the following correction was noted: a third prostyle device was attempted, but the hole in the artery was too big so it could not be positioned and therefore was not deployed. Hemostasis was achieved by placing a covered stent inside the rcfa from the contralateral site. No additional information was provided.